Manufacturer narrative:
The device was received without sufficient documentation to confirm its origin. As a result, no further details could be obtained from the field to support additional investigation.

Event description:
Device analysis performed on the returned curved cannula1 confirmed that the shaft tip was sheared. The damage observed is consistent with the application of excessive force during the procedure. With the available information, technicians assessed this event is attributed to an unintended use error. A labeling review did not reveal any anomalies and states that with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product failure. Labeling also states that in the event of inadvertent advancement of the introducer cannula during deployment of the curved cannula assembly, care must be taken to prevent potential further device damage. This can occur if mallet strikes continue to be delivered when the gear wheel is in contact with the introducer cannula. This scenario can create a condition in which the introducer cannula advances along its straight trajectory, while the curved cannula is held in the bone along its curved trajectory. This can lead to the creation of a kink in the curved cannula material. If it is suspected that this occurred, or if retraction of the curved cannula is difficult, it is recommended that introducer cannula and curved cannula be removed as a single unit, rather than retracting the curved cannula by itself. A risk review was completed and confirmed that the event of unretrieved device fragments (udf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.